Event description:
The dexcom g7, sn (B)(6) adhesive failed on day 7. This is the second sensor failed this month. Lot 1724174006. I do not feel low blood sugars. I went low and did not know. Since dexcom now has a goodwill replacement only 3 times a year, they classify all sensor adhesive issues as user error. I am experiencing a failure of adhesive average of 25%. Dexcom is not wanting to address there adhesive issue and is putting the burden on t1d(type 1 diabetes). Ref report: mw5159514.